Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete.

Event description:
Device malfunction: stent dislodgement. Time of malfunction: during the procedure. Adverse event: none. It was reported that during a left common carotid artery stenting procedure, the physician advanced an unknown guide catheter to the lesion. The stent delivery system (sds) would not fully advance to cover the lesion; it only exited the mouth of the guide catheter approximately 3/4 of the way. The physician met resistance as the stent was crossing through the lesion. The physician backed the sds out with minimal force and when the sds was removed from the vasculature, it was noted that the stent was no longer on the sds. X-ray confirmed that the stent was located within the guide catheter at the hemostatic valve which was located outside of the anatomy. The lesion was successfully treated with a non-abbott device. There were no reported patient effects.